Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue at a3p3. A second clip delivery system (cds) was advanced however difficulty was met grasping the leaflets due to the patient respiration. The physician asked to anesthesiologist to perform an apnea to the patient for a few seconds. Apnea was done, and leaflets were easily grasped. The clip was deployed, reducing mr to 1. The steerable guide catheter (sgc) and cds were removed from the left atrium and positioned in the in inferior cava vein ready for removal when it was noted the second clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. A third clip was implanted to stabilize the slda clip, reducing mr to 2. In the physician's opinion the slda was due to the pre-existing chordae rupture that was grasp with the clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping the leaflets and single leaflet device attachment appears to be related to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.